Event description:
Additional information: it was reported that the patient was "doing well" since the pump had been replaced.

Event description:
It was reported that the patient was admitted to the hospital for intractable nausea and vomiting. The pump status looked okay when checked and the patient was discharged. It was noted that the pump logs had not been checked at that time. The patient came back to the hospital four days later with intractable nausea, vomiting, and a fever. At that time the logs were checked and multiple motor stalls and recoveries were seen starting from (B)(6), though no alarm had been heard. At that time, the patient was also having increased pain, but it was being managed with oral and intravenous medications. Additionally, it was stated that the patient had an MRI the day prior to report, but there were no known magnetic or electromagnetic inference prior to that. Six days later, it was reported that the pump had been replaced. One week after that, it was reported that while the pump was "non-functional", the patient's symptoms were being managed with durage sic patches, controlled "release morphine sulfate, and intravenous dilaudid. It was also reported that the patient recovered without sequela. The drug used is this system was morphine.

Manufacturer narrative:
Product ID 8709, lot# j11296r60, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(4) 2010, product type: accessory. (B)(4). Final analysis of the pump found residue and corrosion throughout the gear-train. Significant residue was found on the upper shaft of gear 2. Also, some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Final analysis of the catheter found indentation cuts or tears seen in the sealing surface of the sc cup connector. During pressure testing, a leak was seen from the sc connector. It was also noted that there was a well-defined indent in the cup of the sc connector.